Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys brahms pct result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial brahms pct result was 0.08 ng/ml. The sample was retested twice with results of 4.4 ng/ml and 4.3 ng/ml. The erroneous result was released outside of the laboratory but was questioned by the doctor. The repeat results were deemed to be correct. There was no allegation of an adverse event. The pct brahms reagent lot was 302975 with an expiration date of 28-feb-2019. The calibration and qc data provided was acceptable. A liquid flow check was performed. The sample/reagent probe voltage was acceptable. The investigation is currently ongoing.

Manufacturer narrative:
The measuring cell and pinch tubes have been changed.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.